Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Product support contacted the customer several times, and no response was received from the customer. The case was closed out.

Manufacturer narrative:
The service provider confirmed the reported issue. The service provider replaced the cpu provided by the customer to address the reported issue. The unit was checked overall, run, tested, cleaned, functionally tested and no abnormality was confirmed. Upon further investigation, it was found that the reported issue was found outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 10sep2021.

Event description:
The customer reported backup alarm failure. The customer reported that the unit was not in use on patient. There was no patient harm. The customer contacted product support and reported that the customer has an active check vent code backup alarm failure. Verified code (B)(4) is in the significate log. Product support recommended parts: power management (pm) pcba and cpu pcba (software (B)(4)). If the cpu pcba needs to be replaced, then the software options installed are avaps, cflex and ramp. The customer emailed back and stated that he tried the pm pcba, but the unit has the same issue. Will order a cpu pcba and email back the results.